Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient requested to know how to bypass due to just getting out of the hospital. Per the patient's peritoneal dialysis nurse the patient was in the hospital due to peritonitits which the nurse reported was caused by a break in aseptic technique. Additional information has been solicited but not made available.